Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer, and identified the failure mode as a faulty buffer valve. The fse replaced the buffer valve to resolve the issue. (B)(6). The beckman coulter internal identifier is (B)(4).

Event description:
A customer in china reported the generation of erroneous ise (ion selective electrode) patient results on their au5800 chemistry analyzer. The erroneous results were not released out of the laboratory; hence there was no impact to patient treatment, and there were no injuries in association with this event.